Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed, displaying ¿down occlusion,¿ and it had been reset to the manufacturer¿s settings. At the end of the infusion, the pump had displayed ¿air in line,¿ and the cassette had been empty, although the volume had still indicated 184ml. Before discharge, the pump had counted down to 182ml. The continuous infusion rate had been set to 4ml/hr, with a total reservoir volume of 184ml, and 184ml had been given, as the bag in the cassette had been empty but the volume had still displayed 184ml. The air detector had been switched on. The infusion had lasted 48 hours, and the lock level had been engaged. The pump had not been used to prime the extension tubing, as it had already been primed when received from the pharmacy. There was patient involvement but no reported patient harm.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.